Event description:
A groshong vascular catheter wouldn't infuse or flush. Surgeon felt devie was defective and removed it on 1/17/94 in sds. On 1/24/94, this hospital became aware of a recall on the device when a sales representative contacted our surgery dept. And tried to retrieve the device. We have not received any official recall notice, but upon contacting the hospital that implanted it, we received a copy of their recall notice. Upon talking to a representative from the manufacturer, we learned that the recall notices only went out this month and that not all facilities had received official notice yet.